Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic with a device that recorded a non-sustained lead noise episode due to post-paced t-wave oversensing. Programming changes were made and follow up was scheduled.